Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during startup, the ventilator generated technical error codes indicating a control error and barometric pressure too high. The service engineer replaced the monitoring printed circuit board (pcb) according to the recommendations in the service manual to solve the problem with the barometric pressure failure and returned the suspected monitoring pcb for investigation. No further problems have been reported. The evaluation of received device logs confirms five occurrences of the reported barometric pressure error code technical error codes on october 9 to 11, 2021, in pre-use check or standby mode. In conjunction with one of the barometric errors, a single communication error was generated that may indicate a problem with the breathing pcb (not replaced). The monitoring pcb was installed in the reference ventilator and simulated use test ventilation did not reproduce the described customer issue. Three pre-use check and seven days of simulated use test ventilation passed without issues. The conclusion is that the reported technical error codes were confirmed in the device logs but could not be reproduced during laboratory tests.

Event description:
It was reported that during startup, the ventilator generated technical error codes indicating a control error and barometric pressure too high. There was no patient involvement. Manufacturer's ref #: (B)(4).